Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two 535cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture and started feeling sick and weird, post-procedure. The rupture was diagnosed via CT scan ordered for unrelated reason. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 11, 2020, mentor became aware that the correct serial number for the right breast implant was (B)(6). Mentor also became aware that the patient only underwent removal and replacement with a (left) 535cc mentor memorygel breast implant catalog: 3505535bc lot: 7680430 sn: (B)(6) on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.